Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan customer service in 2009 alleging an "error 1" issue with her one touch ping meter and reportedly developed high blood glucose symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt at about 3 weeks later to obtain/verify the following info: the pt tests 7-10 times per day and is on an insulin pump. The pt's last test before the "error 1" was between 11pm and 12am on the day of event. The result was reportedly around his "normal range" (around 90-120 mg/dl). He did not take any bolus insulin at this time. At 2:06am on the event day (approx 2-3 hours after his last test), he was awoken by a beeping noise from the subject meter. He indicated that the meter was beeping and displaying an "error 1 call customer service" message. Because he could not stop the beeping noise, he removed the batteries and then went back to sleep. He indicated that he did not have any symptoms at the time and confirmed that this was not a time that he would normally test his blood glucose. Approx 5 hours after the error message appeared (after 7am), he woke up feeling nauseated and had a headache. He tested his ketones via a urine test and stated that his results were positive for ketones. He also tested his blood glucose on the subject and his onetouch ultra2 meter at 7:32am: he placed the batteries back into the subject meter to test his blood glucose. The result was "342 mg/dl" on the subject meter and "358 mg/dl" on the one touch ultra2 meter. Two minutes after testing his blood glucose, he took 8.95 units of humalog. He indicated that his symptoms went away later in the day around 4-5 hours later (11am - 12pm). When asked if he felt that the error message contributed to his symptoms, the pt stated "no". He felt that there was a possibility that his insulin pump was not administering his basal rate during the night, which could have contributed to his high blood glucose levels; however, he did not find anything wrong with his insulin pump infusion site. The pt indicated that a complaint has already been reported to the insulin pump MFR in the same day. According to the troubleshooting performed with customer service, the "error 1" issue was not resolved. Replacement products were sent to the pt. There is not indication that the product caused or contributed to an adverse event. The error message occurred at a time that he normally would not test. The pt was able to test his blood glucose levels at his usual testing time period and the meter results correlated with his symptoms. However, this complaint is being reported because the "error 1" issue was not resolved. Replacement products were still sent to the pt.